Manufacturer narrative:
Cmp-(B)(4). Concomitant products: medical product- biomet tibial locking bar catalog# 141205 lot# 153240, max ilk ana open ps fmrl 65 rt catalog # 145152 lot # 780850, bmet arcom ap pat w/wire 28mm catalog # 11-150825 lot # 821740, biomet finned pri stem 40mm catalog # 141314 lot # 652620, biomet ilok pri tib tray 67mm catalog # 141212 lot # 223760. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02651.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient was revised approximately four years post implantation due to loosening of the bearing. No additional patient consequences were reported.